Event description:
On 07/02/2016 at 8:24pm (est), the customer ((B)(6)) called the beckman coulter hotline to report that they had observed smoke onboard their dxh sms system accompanied by a burning smell. According to the lab personnel, the unit was not being operated at the time and was in an idle state. Upon observing the smoke, the operator immediately notified their laboratory's facilities personnel. A "code red" (notification of a potential hazard that requires the facility to be evacuated) was issued at 7:41pm (est) and the lab was evacuated. This was triggered by the dxh sms system (s/n (B)(4)) that was seen producing smoke accompanied by a burning smell. The fire department was dispatched to the account and upon arrival to the customer site at 7:46pm (est) they report the following (per "officer incident report - (B)(6)"): (a) that there was a fire that was contained to a piece of lab equipment (dxh sms system) and was extinguished with one co2 fire extinguisher, and (b) no patients were displaced. The customer reported that in the time leading up to the fire, they noticed that the instrument was consuming more methanol than usual. Note: the flames were fully contained within the instrument.

Manufacturer narrative:
Based on the available evidence, beckman coulter (bec) has determined the cause of the reported fire that triggered this recall action (2050012-08/05/2016-0011c, reported to the (B)(4) district office on 08/05/2016, in accordance with 21 cfr 806) as a leak in the methanol line which caused a large quantity of methanol to accumulate in the instrument and when an ignition source occurred, it ignited and caused the fire. Since the fire damaged portions of the fluidic lines and electrical components, it is impossible to determine both the exact location of the leak and the ignition source of the fire. As part of the root cause analysis, a safety fmea was conducted to analyze the potential hazard of fire and/or smoke resulting from methanol or stain (which is methanol-based) coming in contact with electrical components, possibly creating a short circuit that could ignite the methanol or stain. As a result of the safety fmea, the following potential failure modes were identified: a. Tubing popping off resulting from increased pressure due to a clogged stain-filling probe or kinked tubing splashing/spraying printed circuit boards (pcb) or other electronic components. B. Loose quick-disconnect connectors, leaky valves or transducers splashing/spraying pcbs or other electronic components. C. Damaged fittings on pumps, valves or manifolds anywhere in the fluidic lines causing siphoning from methanol or stain baths. Bec completed a comprehensive evaluation of the system to identify risk control measures to mitigate each of the potential failure modes. Bec approved a design change on 08/26/2016 for all fielded and newly manufactured instruments that encompasses the following hardware and software changes: hardware: pressure relief valves are being added to re-circulate the flow of liquid around the pumps when the valve triggers; this will mitigate the potential pressure buildup along the stainer module fluidic lines. Plastic splash shields are being added as a barrier to protect printed circuit boards (pcb) from accidental sprays in case of tubing disconnections or other leaks; this will reduce the potential for flammable reagents coming into contact with electronic components. Neoprene gaskets are being added at three places within the frame to reduce the potential for a ribbon cable being damaged during installation or servicing and subsequently coming into contact with conductive metal, thus mitigating the potential for sparks. Room temperature vulcanization (rtv) silicone is being added to seal the seams of the chassis to contain any leaks and reduce the potential for any reagent to come into contact with the electronic components. Software: to address the potential failure mode where a damaged fitting on pumps, valves or manifolds anywhere in the fluidics lines can cause siphoning from methanol or stain baths (potential failure mode c above), the dxh sms embedded software will be updated to monitor excessive "top-off" events and alert the user and disable the instrument if a defined trigger level is reached. Bec has determined that the design change to the dxh sms will significantly improve the safety of the device through the implementation of new risk control measures. It should be noted that these changes do not impact the intended use, fundamental scientific technology, method of operation, materials, performance, or labeling of the device. In accordance with FDA's special 510(k) - corrective action being effected guidance in the blue book memo #k95-1, bec submitted a special 510(k) to FDA on 08/26/2016. FDA received the special 510(k) submission on 08/29/2016 and communicated to bec on 08/30/2016 that the submission was administratively complete and the agency would begin substantive review. Additional updates will be provided via status report of corrections and removals referencing the reporting number provided in this report.